Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer experienced allergic reaction to the sensors and location site was arm. Customer reported that they received medical treatment as a result of the site issue. Customer did wash hands and clean site prior to set change. The device will not be returned for analysis.